Event description:
About a 1 month and a half after the primary surgery, the patient came in due to signs of an infection and the pathogen is staphylococcus. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 november 2021. Lot 2012711: (B)(4) items manufactured and released on 4-mar-2021. Expiration date: 2026-feb-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.